Event description:
A customer reported experiencing a cartridge alarm during the pumping process. There was no adverse effect to customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.